Event description:
It wasreported that during a lap gastric bypass procedure, the blade cut but no staples were fired. The case was completed with sutures, closed the remnant side with staples and hand sewed the gastric pouch. There was no pt consequence.